Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance measurements on the high voltage, rv and superior vena cava (svc) coils. It was also noted that there was a fracture on the high voltage portions of the lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.